Event description:
It was reported that 2 blades have broken. It was also reported that the blades have broken at the cutting end and all pieces were retrieved. It was further reported that alternative blades were used to complete the procedure with no adverse consequences.

Manufacturer narrative:
The blades subject to this investigation were not returned to manufacturer for evaluation as yet. The manufacturing records for this product were reviewed. No issues were identified that may have contributed to this alleged event. The root cause of this failure is undetermined.